Event description:
The advocate's grandfather received a blood glucose reading of 44mg/dl on the breeze2. He became unresponsive and was taken to the hospital. He was given dextrose and released the same day. Advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.